Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 239 mg/dl. A bolus was delivered via the pump to address the bg level; however, the bg was not lowering. The cause of the high bg was not known. A pump system check was performed an no device issue was found. The customer declined to remove the cannula. If the bg did not lower, the customer was to changed out the infusion set site. The customer required no further assistance from tandem technical support.